Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that the tissue pad was severely worn, and some parts were missing. Additionally, it was observed that there were traces of contact with the probe on the non-insulated parts. It was also noted that some of the coating on the probe had peeled off. Upon testing when the grip was closed, and the seal mode was outputted no abnormalities were found. Possible considerations based on the inspection results: during seal and cut output, the tissue pad was severely worn out because nothing was being grasped between the gripping section and the probe (including after the tissue had been cut). Due to the tissue pad being worn out, the probe comes into contact with the non-insulated part. An error has occurred. In addition, contact marks were generated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the thunderbeat 5 mm, 35 cm, front-actuated grip type s tissue pad wore out and an error occurred (error code unknown). The reported issue occurred during a therapeutic total hysterectomy. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's reported issue was confirmed. Based on the results of this investigation, the root cause could not be conclusively determined. It is likely the pad peeled due to the following factors: 1. During the seal & cut output, the tissue pad was heavily worn because nothing was gripped between the gripping area and the probe (including after the tissue was cut). 2. The worn tissue pad caused the probe to come into contact with the uninsulated part, resulting in an error. Contact marks also occurred. The event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): "·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation" olympus will continue to monitor field performance for this device.